Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission xx/xx/xxxx. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: during investigation, moisture was found in the display. A leak test was performed and failed due to a leak in the display lens. The pump was opened to find moisture damage throughout the pump. The pump failed to power on due to moisture damage.

Manufacturer narrative:
Follow-up #2: 31-march-2017. Correction to serial#.